Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The leak was described as approximately 20 ml of bloody fluid under the analyzer. The source of the leak could not be determined by the customer. The leak was not contained within the analyzer. The customer also stated the analyzer generated an error condition of "aspiration p errors" and a burning smell was noted. The analyzer was powered off and taken out of service. There was no fire, spark, arc or smoke observed for this event and the fire department was not called. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing appropriate personal protective equipment of gloves, glasses, and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and discovered a leak in the tubing at pinch valve pv40. The fse did confirm a burning smell. There was no sign of any component damage. The fse replaced tubing at pv40 resolving the leak and aspiration errors.